Event description:
Information was received from the physician. Regarding the assessment on the painful stimulation, the physician notes the cause is unknown. They are monitoring the patient for the pain. Regarding the increase in seizures, the physician answered the cause with "not applicable." It is noted the patient is stable and they are using medication management for seizures.

Event description:
It was reported that the patient was experiencing painful sensations associated with stimulation in the jaw/teeth area when laying prone. They had also reported that they had an associated increase in seizures in tandem with the reported painful stimulation. Battery life was reported to be okay. Diagnostics were noted to be ok. During clinic the patient was put on her side on the table as she would be when sleeping in the bed. There was no issues in the office like when sleeping at home. Programming history data was retrieved for this patient during the period in which the patient described experiencing these adverse events. No anomalies were located no known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.